Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material no.: 383319, batch no.: 0233519. We have received the complaint attached for product# 383319. Lot#0233519. Defective tip, not usable out of the pkg.

Manufacturer narrative:
The following information has been corrected: b.5. Describe event or problem: it was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material no.: 383319 , batch no.: 0233519. We have received the complaint attached for product# 383319. Lot#0233519. Defective tip, not usable out of the pkg. F.10. Imdrf annex a code(s): a180104. H.6 investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed the product with an abnormal catheter tip. The reported issue was confirmed upon inspection of the photos. Bd could not determine the cause of the failure since the physical sample was not returned. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was able to confirm the customer indicated failure mode in the photos provided by the customer, however the sample is needed to define the nature of the fm and analyze this material to the manufacturing process. This product is made manually and during the assembly process and packaging area, product quality is evaluated during the manufacturing process with attributes inspections. This inspection is performed 100 % by operators to ensure that the product met with acceptance criteria. Besides, control technicians also perform a sampling according to the quality control plan. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. According to local procedures, bd classify the foreign matter as follow: foreign material: skin fragments, hair, nails, metal, fabric fibers, corrugated paper, dirt, dust, grease, makeup, or unidentified material. Not foreign material: plastic particles, rubber, etc. Of products currently used in the product. On september 22, 2020, the process for catheter lube was changed from dipping to a spray lube machine on eco 500000183145 this could help to prevent this kind of defect, however the sample is needed to confirm the cause of the material attached. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a damaged/deformed/defective catheter tip. The following information was provided by the initial reporter: material no.: 383319, batch no.: 0233519. We have received the complaint attached for product# 383319. Lot#0233519. Defective tip, not usable out of the pkg. We have documented the problem from our end in stevens ref# (B)(4).